Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery or motor error alarms were noted. The motor was tested outside the device and passed the test. The device was received with cracked case at display window corners and minor scratched lcd window.

Event description:
Customer's mother reported receiving a no delivery alarm and a motor error alarm on the insulin pump. Customer reported that the motor error alarm occurred during bolus. Customer did not recall any significant events leading up to the error alarms. Blood glucose level was 400 mg/dl at the time of the call. No further information was provided.